Event description:
Event description cpi received information that this implantable pulse generator (ipg) reported intermittent loss of capture during an attempted implant. The physician also noted a loose lead connection to the header that was unable to be secured. A new device was successfully implanted.